Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited increased thresholds and impedance and subsequently, were found to be fractured. It was reported that the rv lead also exhibited unstable thresholds and high impedance, and had changed to unipolar. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.